Event description:
The hospital reported that an 7mm extended length endoscope s/n (B)(4) used for an endoscopic vein harvesting procedure, the camera head mounting part came off during cleaning and sterility. There is no harm to the patient, as there was no patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported during cleaning and sterility, the 7mm extended length endoscope s/n (B)(6) camera head mounting part came off. There is no harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections- b5 summary, h6 health effect ¿ impact codes. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.